Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer confirmed the following: the cable of the device was broken; the device failed a leakage test due to the broken cable. The damage of the cable was likely due to external stress applied during transportation, storage, usage, reprocess, etc., omsc surmised that it was because the phenomenon occurred. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the hysteroscopy with the device, an endoscopic image was not displayed on the monitor. The user replaced the device to another device to complete the procedure. There was no report of patient injury associated with the event.